Manufacturer narrative:
The insulin pump was received with blank display due to cold solder joint on the mother board also, unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to the blank display. No weird noise noted during testing. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The insulin pump had not been dropped or bumped. The insulin pump had been exposed to a metal detector at the air port. The blood glucose reading was 3.4 mmol/l. The drive support cap will be replaced and returned for analysis.